Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed high capture thresholds and r-wave amplitude variation on the right ventricular (rv) lead. The patient was asymptomatic. Fluoroscopy revealed the rv lead was dislodged. The physician attempted to reposition the lead, but the helix failed to both retract and extend. The rv lead was ultimately explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement, high capture thresholds, low sensing and a helix mechanism issue. Final analysis noted the reported event of a helix mechanism issue was confirmed but the reported events of high capture threshold, low sensing was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination and visual inspection found the helix was bent and the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and overtorqued of the inner coil. The helix mechanism test was not performed, and helix extension length could not be measured due to the as returned condition of the helix. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.